Manufacturer narrative:
While the customer was on the phone with stryker technical support the hoses were warm. Additionally, during the call the customer stated that unit was functioning normally and had no additional questions or concerns. H3 other text : no evaluation was requested.

Event description:
It was reported that during warming therapy, the contact surface of the hoses for the blanket/wrap felt ice cold. The patient temperature was at 93.6 with a target temperature of 99. The water temperature was set at 80 with a rectal probe monitoring the patient temperature. The patient was not adversely effected as a result of this event.

Event description:
It was reported that during warming therapy, the contact surface of the hoses for the blanket/wrap felt ice cold. The patient temperature was at 93.6 with a target temperature of 99. The water temperature was set at 80 with a rectal probe monitoring the patient temperature. The patient was not adversely effected as a result of this event.